Event description:
It was reported the front panel was damaged. No patient involvement reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual inspection was performed. Broken front on enclosure, front cover, outdated printed circuit board (pcb) and power switch were all observed during physical evaluation. Visual inspection confirmed customer reported issue. The front cover is damaged. The root cause of the reported issue was determined to be user issue. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. D5: operator of device is unknown. E4: initial reporter also sent report to FDA is unknown.

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual inspection was performed. Broken front on enclosure, front cover, outdated printed circuit board (pcb) and power switch were all observed during physical evaluation. Visual inspection confirmed customer reported issue. The front cover is damaged. The root cause of the reported issue was determined to be user issue. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.